Event description:
Additional information received indicated that the event was resolved with explanted and replacing the right ventricular lead due to suspected insulation damage. Futhermore, the device was at normal elective replacement indicator and was exchanged. The patient was stable. Related manufacturer report number: 2017865-2021-14105.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing were noted on the device. Technical support was contacted and determined the oversensing was due to myopotentials. Device reprogramming is anticipated. The patient was stable.